Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump was exposed to ocean water. The customer also experienced a ton of blood coming out at the insertion site when removing the infusion set. The customer's blood glucose was 276 mg/dl. The customer treated herself with an insulin pen. The customer confirmed that there was a fluid under the lcd display. The customer stated there were no cracks on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.